Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced tricuspid regurgitation due to tricuspid tendinous cord rupture. The surgeon believed that when the device was pulled out to the right atrium, it was entangled between the tether and the micra main unit, so it ruptured and tricuspid regurgitation occurred. However, tissue adhesion was not confirmed when the tissue of the cup was checked after taking outside the body after the first recapture. The patient felt pain when the device passed the tricuspid valve. No abnormalities have been observed on the device data so no treatment was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [b)(6]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.